Manufacturer narrative:
Lot # was requested but not provided. (B)(4). Investigation- a review of the complaint history and quality control (qc) was conducted for the purpose of this investigation. Images were provided on 25 february 2016. The complaint device was not returned for investigation.the complaint was confirmed based on a review of the complaint history of these devices. Instruction are in place to inspect the flexor ureteral access sheath and dilators to be free of debris and discoloration. Surface of tubing must be free of kinks, bumps, cuts, broken coils, coil separation, protruding coils, exposed coils and/or the appearance of exposed coils. The root cause could not be definitively determined based on the information provided. The risk remains acceptable, therefore, no risk mitigation activities are required at this time. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
During the procedure on an unknown date, the coating came off generating a ball of ribbon from the sheath. The physician had to manually retrieve the coating from in the kidney, however some smaller fragments remained. According to the physician, the risk of leaving in a strip of sheath behind is high, and it could become calcified. No harm to the patient and no additional procedures are being scheduled.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure on an unknown date, the coating came off generating a ball of ribbon from the sheath. The physician had to manually retrieve the coating from in the kidney. According to the physician, the risk of leaving in a strip of sheath behind is high, and it could become calcified. No harm to the patient and no additional procedures are being scheduled. Additional information was requested, however it was not provided at the time of this report.